Event description:
Notes from the discharge summary: this patient had a biventricular ICD implanted 3 years ago. She received 3 inappropriate shocks in the past month and analysis of her device and lead showed the device to be at elective replacement indicator and the fidelis lead to have had a fracture. This is a recalled lead and the patient was emergently admitted for generator replacement and lead extraction and reinsertion. The lead was extracted without difficulty and a new lead inserted. Post-op the patient did well.